Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment procedure, during deployment a filter leg remain inside the deployment sheath. Additional manipulation of the deployment sheath was needed to deploy the filter; however, the filter tilted upon deployment. No attempt was made to retrieve the filter. The sheath tip was found to be damaged upon removal. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned. Images were not provided. The facility did not provide the pt's age and weight. The complaint investigation is inconclusive for partial deployment, filter tilt and a damaged sheath tip.